Event description:
The customer reported the biopsy channel got stuck with the brush head and it cannot be removed. During an unspecified procedure involving an olympus colonovideoscope. There was no patient involement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.